Manufacturer narrative:
Investigation revealed that there was no system malfunction. While utilizing excelsiusgps and excelsius3d, it was reported to globus medical that the screws were placed medial. The case logs revealed that the dynamic reference base (drb) was paired properly before the e3d scan was taken. The dynamic reference base (drb) alerts the user of any potential shifts during screw placement. Ultimately, the screws were misplaced due to a drb shift which was caused using a clear drape over the drb during the excelsius3d spin. Screws were corrected intraoperatively and there were no adverse effects to the patient. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.